Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgement. A new lead was successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
The lead was inadvertently discarded at the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.